Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause. Note: this submission is being filed late because of issue with the web trader account. A previous attempt to file this through (B)(4) was conducted on 5/26/2016.

Event description:
The vascade device was selected for closure. The device was inserted into the sheath and deployed. The sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock and the doctor attempted to retract the black sleeve. At this point, it was observed that the distal outer sleeve had separated from the joiner. The disc was collapsed and the complete device was removed. The staff then reverted to manual compression. No injury or complications noted.